Event description:
On (B)(6) 2013, the reporter stated that there was occlusion problems due to heavy traction at the start. In the middle of the infusion, there was a loss of resistance due to irregular diameter of the syringe. The syringe on the inside was irregular in diameter. The plunger at the beginning travels very roughly and at the end there is no more resistance. The sliding resistance is not consistent. When the syringe is used in the pump, an occlusion alarm occurred. The clinician was attempting to administer to the patient kalium for dialysis but was unsuccessful due to the alleged malfunction. Additional information received via e-mail on (B)(6) 2013, the reporter stated that there was no medical intervention.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete, the information will be sent as a supplemental.